Event description:
It was reported that the patient had her device removed three days ago because it was not helping with some pain and because of neurological issues. It was noted that the patient had had a couple of mini-strokes, had ms (multiple sclerosis), there were some ¿other things¿ going on in her brain, and the patient¿s physician could not do MRI¿s because of the device/therapy. While the device helped with pain in the patient¿s back, it never helped with her upper back pain. It was indicated that the ¿biggest reason was the neurological reasons.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 377860, lot# v020196, implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).